Event description:
It was reported that during an unknown procedure, solid tone with error code '5'. Reinstalled still had the same issue. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned. .

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the blade tip broken off inside tube and not returned, shaft slightly bent, and handle halves partially open. During functional testing on a generator the device gave an error code 5. The device will stop activating, and either emit a solid tone or display an error code 5 on the generator display when the blade becomes damaged. The device was disassembled and the break was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code. The analysis concluded that the blade broke off due to contact with the clamp arm pin. No conclusion could be reached as to what caused the blade to make contact with the clamp arm pin.